Manufacturer narrative:
Reporting address line 1: (B)(6).

Event description:
This report is based on information provided by a philips authorized service personnel (asp) and philips distributor and has been investigated by the philips complaint handling team. Philips received a complaint on the philips efficia dfm100 defibrillator monitor indicating that the device showing an error message. There was no patient or user impact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.